Event description:
An arthroscopic drainage cannula was being manipulated in a pt's right knee when the distal tip of the device broke off. The surgeon could not locate the metal fragment with the arthroscope. An arthrotomy was done to extract the loose body. The surgeon discarded the broken device following the surgical procedure.